Manufacturer narrative:
During the initial service visit, the field service representative (fsr) replaced the measuring cell, performed a technical check, and cleaned the instrument. The fsr verified the sample and reagent probe voltage was stable. The fsr found that the customer was not using the recommended adapters for all of the 13 mm tubes. After the customer experienced reoccurring issues with calibrations for different tests including troponin the fsr made an additional service visit. The fsr removed, checked, and adjusted the sipper, sample, and reagent probes. The fsr replaced the bead mixer and checked the speed which was acceptable. The fsr performed performance testing that was acceptable. The fsr found that the sample and reagent probe liquid level detection voltage was low. The fsr replaced the liquid level detection circuit board. The customer performed calibrations and qc on multiple new reagent packs that were acceptable. The investigation was not able to determine a cause due to the fact that multiple performed service activities could not be excluded as the cause. Since the additional service visit, there have been no further incidents reported.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6). The weight of patient 2 was given as "bmi 18.5 -24.9".

Event description:
The customer complained that their e 411 immunoassay analyzer was having issues with questionable high and/or low sample results. After samples were rerun results were questionable for elecsys pth immunoassay (pth) and cortisol ii (cort ii) on the cobas e 411 immunoassay analyzer. The customer recently had an issue with e 411 data alarms. Of the data provided there was an erroneous elecsys estradiol iii assay (estradiol iii) result for a patient and an erroneous cort ii result for another patient. For patient 1 the estradiol iii result was 38 nmol/l and was reported outside of the laboratory. The physician questioned the result as it was lower than expected. For patient 2 on (B)(6) 2017 the initial cort ii result was 126.1 nmol/l and the repeat result was 574.6 nmol/l. The customer stated that an erroneous result was reported outside of the laboratory. It was unclear what results were reported outside of the laboratory. The customer stated that laboratory personnel intercepted the result before it was seen by the physician. Patient 2 was a (B)(6) female with a date of birth of (B)(6) . There was no allegation of an adverse event. The estradiol iii reagent lot number was 217313 with an expiration date of 28-feb-2018. The cortisol ii reagent lot number was 238096. The expiration date was requested but not provided.

Manufacturer narrative:
The customer's quality control was in range.